Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, a femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using the pre-close technique, via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. No femoral imaging was performed to verify the location of the puncture site. Reportedly, no suture was present when the proglide plunger was removed. The sutures of two additional proglide devices were successfully preplaced. The tavr procedure was completed. The knots of the two successfully preplaced sutures of proglide devices were tightened, but hemostasis was not achieved. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.